Event description:
Customer reported that their blood glucose readings have been fluctuating and the bolus wizard was not allowing them to correct. Customer stated that the sensor was reading that the customer's blood glucose readings were 300 mg/dl. Customer stated that the sensor readings are showing up spikes and low spikes. Customer also mentioned a no delivery alarm. Customer's blood glucose reading at the time of the call was 266 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.